Event description:
The patient was transferred from another facility for treatment after becoming comatose and a CT scan revealed a subarachnoid hemorrhage and basilar tip aneurysm, his condition was reported to be critical. The following day the patient underwent a successful stent assisted coil embolization of the aneurysm but remained intubated and in critical condition. The patient developed aspiration pneumonia, respiratory failure and a new stroke that may have been secondary to atrial fibrillation. The patient died twelve days post procedure from multiple medical conditions that the physician did not relate to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of death and patient complications are noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.